Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. The customer stated that they do not prehydrate chol samples prior to testing. The siemens technical application specialist (tas) was dispatched to the customer site. The tas pre-hydrated multiple chol samples and ran precision testing on six samples, which passed. The tas recommended the customer to pre-hydrate the chol samples. The cause of the discordant, falsely depressed chol result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed cholesterol (chol) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed chol result.

Manufacturer narrative:
The initial MDR was filed on january 27, 2017. The customer contacted a siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. The customer stated that they do not prehydrate chol reagent prior to testing. The siemens technical application specialist (tas) was dispatched to the customer site. The tas pre-hydrated multiple chol tests and ran precision testing on six samples, which passed. The tas recommended the customer to pre-hydrate the chol reagent. The cause of the discordant, falsely depressed chol result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.